Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (no power) issue. The reporter stated that the pump would not power on after multiple battery changes. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 08/20/2013-device evaluation: the pump has been returned and evaluated by product analysis on 07/25/2013 with the following findings: evaluation revealed no power on resets observed in the black box. No damage found to the battery compartment. The threads on the returned battery cap are intact but the spring was observed to be missing. The returned battery cap secures firmly to the pump with no visible yellow o ring; however it was unable to power up the returned pump due to the missing spring. The no power complaint was duplicated with the returned battery cap. A new test battery cap fully tightened to the pump with no issues; pump powers on to the verify screen with vibratory and audible sounds. Investigation steps completed with test battery cap. A 1.0u/hr basal program was executed in the pump for a 24 hour duration period using the new test battery cap; no power interruptions or alarms were duplicated during this time. Removal of the pump cover showed no evidence of internal moisture. No loose components or intermittent connections were identified inside pump. Damaged battery cap was unable to power up the pump.